Event description:
It was reported that the lower display of the external pulse generator (epg) was not working, and the case had a small crack. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of lower display not working. It was confirmed that the upper and lower cases were broken. It was also noted that the main printed circuit board and display were corroded and contaminated, one side bail cover was missing and one bail cover was broken, the ring cover, heart block, heart wire contacts, battery drawer and heart lead flex were contaminated, the battery contacts were compressed, the lead flex cover was corroded, one side bail was missing, one ring bail was bent and the keyboard was scratched. (B)(4).